Event description:
Related manufacturer report #: 2017865-2024-03325. It was reported that the right atrial (ra) and right ventricular (rv) leads were not pacing or sensing appropriately and were confirmed to be dislodged. The ra and rv lead were explanted and replaced. There patient was not dependent on the device for normal function. There were no patient consequences, the patient was discharged.